Event description:
It was reported that the pt died following a stent assisted coil embolization procedure. The cause of the pt's death relationship to the stents used in the procedure and date of death were not provided. There has been no response to requests for additional info.